Manufacturer narrative:
Exact date unknown, event has been going on for 6-12 months.

Event description:
It was reported that the patient had a wound draining fluid on the left shoulder which described as sharp, throbbing and chronic. It was stated that the symptoms occur with physical activity when going up or down the stairs, and symptoms occur when walking.